Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal was connected to the insufflation tube during surgery, but the connector suddenly broke, rendering it unusable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the seal for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.